Manufacturer narrative:
The device was returned to olympus for inspection. Based on investigation and historical data, the probable causes include of stress-related factors such as damage or deterioration of parts, improper handling during reprocessing, interoperability problem, and random component failures not related to design or manufacturing defects. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited error e315. There was no patient involvement.